Manufacturer narrative:
Investigation results: since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. However, the reported defect of needle retraction failure is confirmed since a trend has been identified for the reported failure mode and corrective actions have been initiated to investigate this type of incident and identify the root cause. We would be very interested in examining product that does not meet your expectations and our quality standards.

Event description:
No additional information.

Manufacturer narrative:
Additional information of fa#.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed. B3. The date received by manufacturer has been used for this field.

Event description:
It was reported that bd insyte autoguard bl 22ga x 1.0in needle retraction failed. It was reported by customer that the cath malfunctioned when placing. Retract button was pushed and wouldn't retract. Rcc received a complaint via email. No sems provided. Cath malfunctioned when placing. Retract button was pushed and wouldn't retract.